Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test and alarmed motor error during the basic occlusion test due to protruded loose drive support disk. However, the motor passed the motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, cracked reservoir tube lip.

Event description:
It was reported that the customer received a motor error alarm. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.